Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customers blood glucose level was 214 mg/dl. Customer reported that they had high blood glucose level. Customer was using auto mode at the time of incidence. Insulin was exited at the time of quick release. Customer reported they were going high. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.